Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 2.1.0 cloud - operating system 26.2 cloud - hardware iphone16.1 cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 34 mg/dl while wearing the pod longer than 48 hours on their arm. The paramedics were called and the patient was taken to the emergency room. Symptoms reported include loss of consciousness, shakiness and dizziness. The patient was treated with dextrose intravenously. The patient was released the same day on (B)(6) 2026. The pod was removed and discarded in the emergency room.